Event description:
Information was received indicating that the smiths medical cadd administration set took too long to prime and to run over night which led to the patient only receiving half of his nigh time dose. It was also reported that the pump was inaccurately measuring volume. Subsequently, new tubing was changed, and no issues were noted after wards. No adverse effects were reported.